Event description:
The event is reported as: the device is not nebulizing properly. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.